Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had prime fill anomaly. Customer's blood glucose level was unknown. Customer had correctly filled reservoir once, but the last 2 times when she pulled the plunger down the insulin fell out. The reservoir will be returned for analysis.